Manufacturer narrative:
Additional information: it was later confirmed that the lesion being treated was in the proximal right coronary artery (rca) with 99% stenosis. Patient age and weight updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation with balloon in a post inflated state. Blood/contrast was present in the balloon. A pinhole balloon leak was observed on the balloon material at the distal cone. The balloon could not be pressurized due to the balloon leak. No other damage evident to the remainder of the device. Image review: fluoroscopic images provided for this event do not show treatment in the lad. Treatment in the rca has been recorded. No evidence of balloon burst. The lesion in the proximal rca was pre-dilated, stent deployed followed by stent post dilation. No evidence of the reported event. Additional information: one inflation had been performed prior to the balloon burst at an inflation pressure of around 8-10atm. There was 50% stenosis in the proximal lad and 99% stenosis in the mid lad. Negative prep/purging was performed on the device prior to use with no issues noted. The device was not moved or repositioned in the lesion while inflated. Patient age and weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent balloon burst during stent deployment. An inflation pressure of 10 atm was applied to the device prior to the burst. The lesion being treated was mildly tortuous, mildly calcified in the ostium of the left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.